Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/08/2013 with the following findings: the pump bolus history showed a bolus of 4.8 units occurring at 06:45 am on (B)(6) 2013. The pump was exercised for 24 hours without any unprogrammed bolus occurring. A normal bolus and an audio bolus were performed and were both recorded accurately in the pump history. The pump keypad was tested and was confirmed to be responding appropriately with no hypersensitive buttons noted. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications, no unprogrammed boluses occurred during testing. The complaint was unable to be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.